Manufacturer narrative:
Visual analysis confirmed the breakage of the four screws of the lower plate. Based on the information received and the investigation performed, the root cause of the incident is related to product design. The issue will be monitored through post market surveillance reviews. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The instrument broke during surgery.